Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level was 407 mg/dl. The insulin pump alarmed no delivery. The customer changed the infusion set and reservoir three times. The customer treated her blood glucose level with a manual injection. The alarm was cause by a connection issue. The customer's doctor believed the issue was not the supplies. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected no delivery or no reservoir alarms were noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no reservoir alarms were noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.